Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause cannot be determined. However, an additional reportable malfunction was noted during the device evaluation, in which corrosion was observed on the plug unit, causing the image not to display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a preparation for use, the gastrointestinal videoscope had an error code e315 scope error. There were no reports of patient involvement.